Event description:
Caller reported potential false negative hcg on two patients. The incident happened in mid-june and was reported to the distributor. Customer did not recall any details of the incident. No other patient information was provided.

Manufacturer narrative:
Patient samples were not returned for investigation and customer did not provide a lot number. Product support was unable to perform further investigation due to insufficient event details. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.